Event description:
It was reported that t:slim x2 pump battery would not charge despite use of different tandem and non-tandem charging cables and wall adapters, and charging connection was not recognized. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to allow pump battery to fully deplete before return, and tandem technical support arranged shipment of replacement pump and provided instructions and pre-paid label for returning malfunctioning pump within 10 days.